Event description:
The clinician reports the implant was inserted (B)(6) 2016 in the patient's mouth. Details of surgery: ridge augmentation and immediate extraction site. On (B)(6) 2017, non-osseointegration was verified. Patient presented with fair oral hygiene. The devicewas forwarded to the manufacturer. There were no reported patient injuries or complications.